Manufacturer narrative:
(B)(4). The homechoice was returned, and a device analysis is currently underway. Upon completion of the evaluation or if additional information is received, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The homechoice (hc) device was returned and evaluated by the product analysis lab (pal). The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. The external/internal inspection was performed. The internal inspection found an unrelated issue of a positive in tubing being damaged, but it was replaced and the pneumatic system functioned without issues. The hc passed the rite (returned instrument test evaluation) electrical testing. The device passed temperature verification testing. The device failed rite functional testing due to the volumetric accuracy being outside of specifications. The inspection showed that the piston foam was deteriorated. The results of the evaluation revealed the cause of the failure to be a deteriorated piston foam. The piston foam was to be scrapped and the device was sent for servicing. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
During the evaluation of a returned homechoice (hc) device, a baxter service technician determined that the hc failed volumetric accuracy testing. There was no patient involvement. No additional information is available.